Event description:
The customer did not specify the nature of the problem but reported that the product issue was discovered during setup, and there was no pt/caregiver incident or injury reported. Inspection of the product found that the alarm tone is intermittent when the buckle is detached.

Manufacturer narrative:
(B)(4): eval: results: evaluation of the returned product found that the sensor belt alarms intermittently when the buckle is detached. There is a strong smell of urine on the belt. (B)(4).